Event description:
The customer reported that higher than expected vitros tsh results were obtained from a college of american pathologists (cap) proficiency fluid processed using vitros immunodiagnostic products tsh reagent lot 7350 on a vitros xt 7600 integrated system. Cap ln5-10 vitros tsh results of 22.40, 22.10 uiu/ml vs expected 15.97 uiu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher-than-expected vitros tsh results were obtained from a non-patient proficiency fluid; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from a college of american pathologists (cap) proficiency fluid using vitros tsh reagent lot 7350 on a vitros xt 7600 integrated system. An assignable cause of the event could not be determined with the information provided. A review of historical quality control results concluded that vitros tsh reagent lot 7350 was performing as expected and a reagent issue was not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7350. There was no evidence of an instrument malfunction. However, as no precision testing was performed on the vitros xt 7600 system around the time of the event, an instrument related issue cannot be ruled out as a contributing factor of the event. There was no information provided in regard to sample preparation, handling and storage protocols for the cap fluids and therefore, an issue related to the cap ln5-10 fluid could not be ruled out as a contributing factor of the event.